Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a narrow proximal left anterior descending artery. An attempt was made to advance a 2.5 x 15 mm nc trek balloon dilatation catheter (bdc); however, the device failed to cross the lesion due to the anatomy. Additionally, the proximal shaft separated. Therefore, the device was simply withdrawn independently from an unspecified guiding catheter. Then, the device was replaced with another 2.5 x 15 mm nc trek bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.